Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), pelvic pain ('physical pain/chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 50-year-old female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included inflammation, abdominal pain, left lower quadrant pain, perineal pain, endometrial polyp, intramural leiomyoma of uterus, tracheal squamous cell metaplasia, vulvovaginitis, diverticulitis, cholelithiasis, cystitis, morbid obesity, hepatomegaly and hyperlipidemia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), fatigue ("fatigue"), arthritis ("arthritis"), asthenia ("weakness"), pollakiuria ("frequent urination") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy (full) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, dysmenorrhoea, migraine, nausea, depression, anxiety, fatigue, arthritis and asthenia outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal discharge, pollakiuria and urinary tract infection had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, arthritis, asthenia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, salpingitis, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Received treatment for pain, uti, pollakiuria, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: no CT evidence of acute appendicitis, diverticulitis, or mechanical bowel obstruction. Gallbladder appears nearly filled with numerous gallstones extrahepatic biliary ductal system unremarkable. Hepatomegaly, with no focal lesion" punctate nonobstructing calculus mid pole right kidney" no right hydronephrosis. No abdominal or pelvic lymphadenopathy and no free fluid in the abdomen or pelvis. Essure implants in the uterus in place. Degenerative disc disease lower lumbosacral spine.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: uterus to be normal in size and normally anteverted. Uterus measures 10 x 4.4 x 4.7 cm. Endometrial thickness measures 7.6 mm .iucd is in place. This may be an essure device. No free fluid in the cul-de-sac. Both ovaries are normal in size with no adnexal mass. Left ovarian volume is 2 ml and right ovarian volume is 2.6 ml doppler evaluation of the ovaries was not performed.. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome updated for uti, pollakiuria & vaginal discharge as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), pelvic pain ('physical pain/chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 50-year-old female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included inflammation, abdominal pain, left lower quadrant pain, perineal pain, endometrial polyp, intramural leiomyoma of uterus, tracheal squamous cell metaplasia, vulvovaginitis, diverticulitis, cholelithiasis, cystitis, morbid obesity, hepatomegaly and hyperlipidemia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea cramping"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), fatigue ("fatigue"), arthritis ("arthritis"), asthenia ("weakness"), pollakiuria ("frequent urination") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy (full) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, dysmenorrhoea, vaginal discharge, migraine, nausea, depression, anxiety, fatigue, arthritis, asthenia, pollakiuria and urinary tract infection outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, arthritis, asthenia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, salpingitis, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Received treatment for pain : yes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: no CT evidence of acute appendicitis, diverticulitis, or mechanical bowel obstruction. Gallbladder appears nearly filled with numerous gallstones. Extrahepatic biliary ductal system unremarkable. Hepatomegaly, with no focal lesion." Punctate nonobstructing calculus mid pole right kidney" no right hydronephrosis. No abdominal or pelvic lymphadenopathy and no free fluid in the abdomen or pelvis. Essure implants in the uterus in place. Degenerative disc disease lower lumbosacral spine. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: uterus to be normal in size and normally anteverted. Uterus measures 10 x 4.4 x 4.7 cm. Endometrial thickness measures 7.6 mm .iucd is in place. This may be an essure device. No free fluid in the cul-de-sac. Both ovaries are normal in size with no adnexal mass. Left ovarian volume is 2 ml and right ovarian volume is 2.6 ml doppler evaluation of the ovaries was not performed. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-mar-2020: pfs received : events outcome of vaginal hemorrhage and menorrhagia updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), pelvic pain ('physical pain/chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 50-year-old female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included inflammation, abdominal pain, left lower quadrant pain, perineal pain, endometrial polyp, intramural leiomyoma of uterus, tracheal squamous cell metaplasia, vulvovaginitis, diverticulitis, cholelithiasis, cystitis, morbid obesity, hepatomegaly and hyperlipidemia. On (B)(6)2009, the patient had essure inserted. On (B)(6)2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), fatigue ("fatigue"), arthritis ("arthritis"), asthenia ("weakness"), pollakiuria ("frequent urination") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy (full) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the salpingitis, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge, migraine, nausea, depression, anxiety, fatigue, arthritis, asthenia, pollakiuria and urinary tract infection outcome was unknown, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, arthritis, asthenia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, salpingitis, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Received treatment for pain : yes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2018: no CT evidence of acute appendicitis, diverticulitis, or mechanical bowel obstruction. Gallbladder appears nearly filled with numerous gallstones extrahepatic biliary ductal system unremarkable. Hepatomegaly, with no focal lesion" punctate nonobstructing calculus mid pole right kidney" no right hydronephrosis. No abdominal or pelvic lymphadenopathy and no free fluid in the abdomen or pelvis. Essure implants in the uterus in place. Degenerative disc disease lower lumbosacral spine.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6)2010: total bilateral occlusion. Ultrasound scan vagina - on (B)(6)2018: uterus to be normal in size and normally anteverted. Uterus measures 10 x 4.4 x 4.7 cm. Endometrial thickness measures 7.6 mm .iucd is in place. This may be an essure device. No free fluid in the cul-de-sac. Both ovaries are normal in size with no adnexal mass. Left ovarian volume is 2 ml and right ovarian volume is 2.6 ml doppler evaluation of the ovaries was not performed.. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. Events: urinary tract infection were added. Lab data were added. Fu 5 and 6 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') and pelvic pain ('physical pain') in a 50-year-old female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included inflammation, abdominal pain, left lower quadrant pain, perineal pain, endometrial polyp, intramural leiomyoma of uterus and tracheal squamous cell metaplasia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), arthritis ("arthritis"), asthenia ("weakness") and pollakiuria ("frequent urination"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy (full) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, nausea, depression, anxiety, fatigue, vaginal discharge, arthritis, asthenia and pollakiuria outcome was unknown and the back pain was resolving. The reporter considered anxiety, arthritis, asthenia, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, salpingitis, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), genital haemorrhage ('general abnormal bleeding') and pelvic pain ('physical pain/chronic pelvic pain') in a 50-year-old female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included inflammation, abdominal pain, left lower quadrant pain, perineal pain, endometrial polyp, intramural leiomyoma of uterus and tracheal squamous cell metaplasia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), arthritis ("arthritis"), asthenia ("weakness"), pollakiuria ("frequent urination") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy (full) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, nausea, depression, anxiety, fatigue, vaginal discharge, arthritis, asthenia and pollakiuria outcome was unknown, the genital haemorrhage, pelvic pain and abdominal pain had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, arthritis, asthenia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, salpingitis, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Received treatment for pain : yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event : abdominal pain, general abnormal bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') and pelvic pain ('physical pain') in a (B)(6) female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included inflammation, abdominal pain, left lower quadrant pain, perineal pain, endometrial polyp, intramural leiomyoma of uterus and tracheal squamous cell metaplasia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), arthritis ("arthritis"), asthenia ("weakness") and pollakiuria ("frequent urination"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy (full) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, nausea, depression, anxiety, fatigue, vaginal discharge, arthritis, asthenia and pollakiuria outcome was unknown and the back pain was resolving. The reporter considered anxiety, arthritis, asthenia, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, salpingitis, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 5-aug-2019: plaintiff fact sheet and medical records received. Device category changed from device other event to incident. Lot number added. Events added - salpingitis, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping), fatigue, vaginal discharge, back pain, arthritis, weakness. Reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.